Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed power loss multiple times. It was stated that the battery was not out of the device for more than 10 minutes. Customer received the alarm again after inserting a new battery. Blood glucose value was 125 mg/dl. The insulin pump would be replaced and returned for analysis.